Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient found damage to infusion set tubing hub on 04-jun-2024. The set was in use for 2 days. Blood glucose levels were 400 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.